Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/16/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device batch ppbadx, xneh7694h19 and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture appears to be unraveled or frayed. One open box with six unopened samples of product code eh7694, lot ppbadx was received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Unknown. What is the event day and procedure date? Unknown. Could you please confirm how many devices were involved? 2. Could you please confirm if the patient suffer from any consequence due to the suture frayed? Patient did not suffer from any consequence due to the suture frayed. Was the surgery completed successfully? Yes. Note: event reported in 2210968-2020-06512. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture appeared to be unraveled or frayed. There were no adverse patient consequences. No additional information was provided.